Event description:
There was an allegation of questionable results with the calcium gen.2, albumin gen.2, and uric acid ver.2 assays for three patient samples tested on a cobas 8000 c702 module. Sample 1: the initial calcium result was 4.8 mg/dl. The repeat calcium result was 7 mg/dl. The repeat calcium result on another module was 7 mg/dl. Sample 2: the initial albumin result was 7 g/dl. The repeat albumin result was 3.7 g/dl. The repeat albumin result on another module was 3.6 g/dl. Sample 3: the initial uric acid result was 1.1 mg/dl. The repeat uric acid result was 5.9 mg/dl. The repeat uric acid result on another module was 5.9 mg/dl.

Manufacturer narrative:
The reagent lot numbers were requested but not provided. The field service engineer (fse) found that a crack was present in the suction tube of the cleaning mechanism, causing suction water to drip down. The suction tube was reconnected with a slight truncation. The fse performed multiple verification tests and the instrument went back to normal operation. Following the fse intervention, no further issues were reported. The investigation determined that the service actions resolved the issue.